Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to wear and tear. The loop at the end of an electrode can wear out during use and thus break, burn or melt. However, the subject device was not returned, and the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the device malfunction occurred at the end of the procedure, and there was a delay of five minutes or more.

Event description:
It was reported, the loop broke off inside the kidney at the end of the therapeutic procedure. They were able to get the piece out using a grasper. A five minute procedural delay occurred while the patient was under anesthesia. Another old valley lab was used in the procedure. The cord then blew when the device was replaced. The procedure was completed. No patient harm was reported.

Manufacturer narrative:
The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.